Event description:
It was reported that the patient experienced skin erosion by the pacemaker system and presented to the hospital. There were two pea sized holes on top of their chronic implant incision and a two-inch-long hole along the left side of their chest. A pacemaker lead was visible. The patient stated it had been like that for a very long time. The pacemaker system including the leads were removed and replaced with a leadless pacemaker. The patient tolerated the procedure well and was in stable condition. The physician did not allege any product performance issue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref reports: mw5165796, mw5165797.